Manufacturer narrative:
Three (3) samples were received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified, but a crack in the main body of one (1) sample was found. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date in july 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of three (3) minicap transfer sets and the titanium adaptor. This occurred before use for peritoneal dialysis therapy. The transfer sets were replaced and a new product was used to continue the treatment. The nurse stated, ¿there was no defect on the titanium adaptor¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.